Manufacturer narrative:
The 3:1 ratio dermacarrier ii skin graft carrier was manufactured on 04/25/2013 and is a non-repairable component. Customer did not provide a serial number or lot number of the associated meshgraft ii and ratchet. A cause of the customer's reported event could not be determined since no devices were returned for eval. It was stated during product retrieval that the device was being sent to a third party for repair.

Event description:
It was reported that they had an issue with getting the carrier to go through the zimmer meshgraft ii with ratchet. The skin graft was mangled and not able to be used. The hosp is waiting on the repair of the device before taking another graft.